Manufacturer narrative:
Investigation of the reported event is in process. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that during a patient procedure with their hexavue custom room rack that the screen display was not routing to the monitor. Report of procedure delay. No report of injury.